Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as I) h11: the actual devices were not available; however, a photograph and video of the samples were provided for evaluation. The photograph and video were reviewed and showed a leak from the return screwed connector. The reported condition was verified. The cause of the condition could not be determined. Three (3) companion sample were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The companion samples were loaded and primed on prismax control unit and no issues were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line screwed connector of two (2) oxiris sets during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.